Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-may-02. The rep indicated that the software version used on their tablet at the time of the issue was version 1.0.770. The leads were discarded. They did not know the patient¿s weight but would ask the office. This information was confirmed with the physician/account. No further complications were reported/are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: a710, product type stware. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). The ins was being replaced. The rep was not able to check impedances prior to the case. When they connected the lead to the new ins and checked connectivity, it showed all red x¿s. They checked connectivity in the other port of the ins, in both ports of a wireless external neurostimulator (wens) and all measurements showed all red x¿s. Everything looks normal and when they plugged the lead into each port of the ins they heard it torque down each time. The healthcare professional (hcp) even turned the lead in the port so the contacts were misaligned and the impedances still showed all red x¿s. Impedances were tested and the rep indicated that they couldn¿t check electrode impedances because it was grayed out. The rep was later able to run electrode impedances normally. All pairs showed over 40,000 ohms. They were going to get an x-ray to check for any fractures. Technical services reviewed the issue appears to be with the lead at this point. Additional information was received from the rep indicating were no obviously visible issues on imaging and the lead was replaced. The rep states they reset tablet and even with brand new lead impedances were showing all red x's in both ports of the ins and wens. The rep states no conductive fluids were used. Patient is under general anesthesia so they cannot do intra-op testing with patient. The rep stated the hcp was still working on the issue and then indicated that the issue was resolved. The rep provided another update on 2019-mar-21 indicating that they couldn¿t do the impedance check before the case. During the case, after connecting the new ins they got all reds on connectivity test. They tried the other port with the same result. They cleaned off the lead and tried both ports again, all red. Impedances were all redat 40,000+ ohms. They connected the wens to the lead and got all red for connectivity test on both ports and impedances of 40,000+ ohms again. They closed the tablet app and turned off the communicator, re-opened the app and tried again with no change. They assumed the lead must be bad so they removed it with no signs of fracture or damage. A new lead was implanted. Prior to implanting they checked the lead on both the ins and wens and got all red for both connectivity and impedance. The rep decided to turn off the communicator and reset the tablet while the hcp implanted the lead. The lead was implanted and they ran a test from the wens and it was still all red on both connectivity and impedance. They closed out of the app again and re-loaded the app to do another connectivity test while nothing had changed in those 30 seconds and suddenly everything ws green and impedances were completely normal. Nothing changed in those 30 seconds outside of them closing down the app and re-opening it which they already did twice before and during the case with no change to results. The rep programmed the patient after surgery and they had wonderful coverage with normal programming. It turned a 20-25 minute case into a 2 hour case. No further complications were reported/are anticipated.